Event description:
The device was returned to baxter for service. During testing, the baxter technician reported the air in line sensor was of of calibration. According to the hospital representative, no patient injury or medical intervention had been reported related to this device. No additional information is known.

Manufacturer narrative:
Evaluation summary: the facility reported the failure code 810:04, which occurred during testing by the faciility's biomedical engineer. The failure code 810:04 was confirmed due to the air in line (ail) sensor. During product evaluation the reported condition of the air in line (ail) was confirmed, due to the ail being out of calibraiton. The ail was re-calibrated and the device was tested and released.